Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient called and reported that they had a triathlon press fit procedure on their right knee on (B)(6) 2022. Still experiencing pain & swelling.